Event description:
The event is reported as: the catheter was expelled because the cuff split and deflated 2-3 days after its insertion in a patient. No patient injury.

Manufacturer narrative:
A follow-up report will be submitted if additional information is received.